Manufacturer narrative:
The device was returned for evaluation and found a damaged o-ring, material missing, and particles all over. Some particles are fiber-like. The particles all visible all over the outer needle shaft, around the port and around the irrigation sheath. There is damage to the side of the tip with material missing. Particles are visible all around the rim of the irrigation ports, and around the tip of the irrigation sheath/sleeve and there are particles all around the o-rings. The investigation is ongoing.

Event description:
A user facility in france reported that particulates were detected during surgery. The particulates entered the patient eye and were removed. There was no patient impact.

Manufacturer narrative:
The device is in transit for evaluation. The investigation is ongoing.